Event description:
Caller states patient tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.